Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms resulting in activation of the lead safety switch (lss) feature. Oversensing of noise was then observed following the lss. A potential lead to device header connection issue was suspected. Monitoring will be continued. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).